Manufacturer narrative:
Date of event was reported as "a week ago" ((B)(6) 2017). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a bladder infection and a return of their symptoms. The patient stated that they "had a cold for the last week, and didn¿t feel very well so I went to the dr and he gave me oral antibiotics for these some rashes that I had, I feel like it is a bladder infection". This issue started about a week ago. The patient further stated that their frequency was ¿ok at first¿ but after a couple of days they could not ¿hold my urine at all and can¿t hardly make it to the bathroom¿. It was noted by the patient that it might be because of the medication they were given for rashes they had been having. There were no falls or trauma reported. The patient was redirected to their healthcare professional (hcp) to see if the oral antibiotics could be the reason for their return of symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.